Event description:
On (B)(6) 2017 at 2125 ccpd started on pt as ordered. Alert/awake/oriented/vs stable. At 2258 after pt was turned for hygiene cleaning, became unresponsive and lacked pulse. At 2315 resuscitation unsuccessful. On (B)(6) 2017 at 0015 ccpd machine (sn #(B)(4)) pulled out from tower 8, treatment log reviewed, pt on dwell 1 of 4, final uf of 2481 ml retained. Ccpd set up discarded. Machine tagged and sent to biomedical engineering department. (B)(4) clinical engineering performed all in-house testing with no problems found. We have attempted to get baxter on-site to further inspect and test this device (proprietary simulation equipment needed), as we haven't confirmed any malfunction with the cycler, other than being on the pt when she coded. Nurse did comment that they didn't hear any alarms from the cycler at the time pt coded, but we are unclear as to whether that constitutes a failure. We intend to release this device to the MFR for complete factory eval with written findings. Because baxter is asking for a form 3500a report number, we are filing today (05/24/2017).